Manufacturer narrative:
(B)(4). Date sent: 9/21/2020. D4: batch #u5c932. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one ecr60d reload loaded in the device. The reload was received fully fired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger." The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife moved forward all the way, but could not return to home position. The jaws did not open at the first firing. The knife reverse switch was not used, but the manual override lever was used to release the device. The device was used on the colon. The staples were formed properly. The case was completed with only the first firing. There were no adverse consequences to the patient. No further information is available.